Event description:
The customer stated discrepant calcium results have been generated on the architect c16000. The initial result is low and upon repeat, is within normal range (2.10 to 2.55 mmol/l). Samples outside of this range are retested and suspect results were not reported. A patient generated a result of 1.26 mmol/l and upon repeat on another architect, the result was 2.17 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation was performed by reviewing the complaint text, instrument service history, and other customer complaints for similar issues. The customer's issue was resolved by replacing the sample pipettor. A review of quality metrics did not identify an adverse or non-statistical trend for the sample pipettor. A review of instrument service history did not identify additional complaints related to this issue. In addition, a review of customer complaints did not identify a trend related to this issue. The architect system operations manual lists multiple probable causes and corrective actions for erratic results. Categories for probable causes include sample or reagent probe is partially obstructed, sample or reagent probes damaged, and hardware failures. Corrective actions include cleaning the sample/reagent probes, replacing the damaged probe, and contacting area customer support to resolve any hardware failure. Based upon the data available and the results of this evaluation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.